Event description:
An ivc filter replacement was scheduled for this pt. During the procedure the device misfired. A recovery cone removal system was attempted via right jugular vein, but it was unsuccessful. The pt was sent to same day surgery with improper placement of the filter.